Manufacturer narrative:
Follow up indicates that customer consumed 85g of carbs to counteract the accidental bolus. Customer disconnected from the pump for a period of time. Further follow up indicates that customer's blood glucose level was 201mg/dl. Reportedly, the customer was "good". The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information indicating that customer inadvertently input blood glucose level into the food bolus using grams screen. Customer blood glucose level was impacted (low).